Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they were unable to test due to the adc device not powering on with button press or test strip insertion. Customer reported they were unable to check their blood sugar and experienced nausea and headache. Customer was seen at the emergency room and was treated with insulin and potassium via IV. There was no report of death or permanent impairment associated with this event.